Manufacturer narrative:
Additional devices implanted and involved: pxc201000/10726578 and pxc201200/10797070. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an 44mm abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2018, a follow-up study revealed that the diameter of the aneurysm sac was 57mm. However, no obvious endoleak was observed. The physician considered a possible type iii endoleak originating from the graft tear and placed additional stent grafts in the entire original stent grafts. The physician reportedly suspects the issue may have been a type ii endoleak as opposed to a type iii endoleak. However, to remove the possible type iii endoleak, the physician decided to place additional stent grafts to reline the pre-existing system. The patient tolerated the procedure.